Manufacturer narrative:
(B)(4). The results of this investigation are inconclusive because the amplatzer septal occluder was not returned for evaluation. A review of the device history record could not be completed because the batch/lot # was not provided. There was no evidence to suggest there was an intrinsic defect in the occluder, and the cause for the reported event remains unknown.

Event description:
The 26mm amplatzer septal occluder (aso) embolized during the procedure. The aso was percutaneously retrieved via the left pulmonary artery. A larger 36mm aso was implanted. Additional information is not available and is not anticipated.